Manufacturer narrative:
The reported event could not be confirmed as the product was not returned for evaluation; although a universal battery charger was returned for evaluation on (B)(4) (filed as concomitant); the manufacturer service technician visually inspected the charger and observed evidence of leakage on the charger. Possible causes for a leaking complaint identified through consultation and through previous cases include but are not limited to a battery leaking while being charged¿possibly from a housing crack¿as when a battery naturally warms during the charging process any leakage occurring at the same time. However, this was not confirmed because the battery was not available for evaluation. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during charging at the user facility the battery leaked on the charging port. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.